Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the high blood glucose level with a correction injection via multiple daily injections and did not require third-party assistance. Technical support resolved the situation by deciding to replace the pump, ensuring that the customer continues with backup therapy through multiple daily injections. They provided instructions for returning the problematic pump and arranged for the delivery of a replacement pump, which includes updated software and training available through the customer¿s tandem source account.